Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte night aligners, patient reported that their lower aligner is cutting their tongue. There is a part of the aligner that sticks out and cuts their tongue. Requested information, provided fit tips and requested patient to follow up.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.